Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194. H3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) replaced the broken handswitch and performed system checkout. The imaging system then passed the checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take 2d scout shots of the patient, the hand switch did not initiate the exposure. The site switched to use the foot pedal instead, and that worked without issue. The hand switch was malfunctioning. There was no delay in surgery. There was no impact on patient outcome.